Manufacturer narrative:
The report that the lead could no longer be pushed into port 9-16 was not able to be confirmed. Analysis of the returned ipg found that a lab lead was able to be fully inserted into port 9-16. It was noted that the lead had to be inserted slowly and a little at a time, but excessive force was not used. Analysis of the header also found that port 1-8 channel 6 was extensively damaged. The damage to channel 6 is consistent with having happened during the procedure and was not product related. The ipg communicated with all lab utilities.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete device information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-48209. It was reported high/low impedance was present and was due to the patient's lead being disconnected from the header of their ipg. As a result, the patient underwent surgical intervention. During the procedure, the physician was unable to reconnect the lead to the patient's ipg. In turn, the physician decided to explant and replace the patient's ipg to address the issue.